Event description:
It was reported difficulty was encountered removing this balloon catheter through an introducer sheath during a common femoral artery angioplasty procedure. Exertion against resistance resulted in the balloon detaching in the introducer sheath. The introducer sheath and detached balloon were successfully removed as a unit. Another balloon catheter and introducer sheath were used to successfully complete the procedure without any pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the balloon was detached from the catheter shaft and inverted at one end. The balloon material was wrinkled. A fragment of balloon material and adhesive were located on the proximal bond area. Adhesive only was located on the distal bond area. All balloon material appeared to be present. It was indicated continued exertion against resistance resulted in the balloon detaching in the introducer sheath, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."